Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of an unexpected restart from the insulin pump. The customer's blood glucose reading was 120 mg/dl. The customer stated that she had a cracked insulin pump. The customer stated that the pump started beeping really loud with a solid beep. The customer stated that the screen went blank with no buttons working. The customer stated that she inserted new batteries and the pump still alarmed unexpected restart. The customer was advised to monitor the pump and call back if the issues recur. The customer will be sent a replacement pump for safety issues.